Event description:
On 10/2/2023, it was reported by a distributor via sems-06046857 that an ar-12160 scissors caliper is broken. This was discovered during an unspecified procedure on (B)(6) 2023, with no reported patient harm. Additional information received on 10/3/2024: ar-12160 scissors broke at the tip. The device did not break inside the patient. The case was completed using another clamp. This was discovered during a shoulder scope procedure on (B)(6) 2023, with no reported adverse event or patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h6. Complaint allegation is confirmed. Functional testing was not performed on the returned ar-12160 due to the damage to the device. Visual inspection noted the tip of the scissors is broken. The most likely cause for the reported failure can be attributed to use error due to excessive user-applied mechanical forces. Refer to the investigation photos.